Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charging pad did not power or charge despite trying a different wall outlet, and a replacement charging pad was shipped. Symptoms included no device alerts or alarms and no reported blood glucose issues. Outcomes included no clinical impact and no medical intervention or hospitalization. Investigation included customer care troubleshooting and verification of shipping information. Investigation of this case revealed a suspected malfunction of the charging pad that prevented normal charging function, with no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.